Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited noise issue. No intervention was performed. There were no patient consequences.